Manufacturer narrative:
Product ID: (B)(4), lot# unknown, serial#, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found that three conductor circuits were broken on the paddle area of the lead at the distal end. The broken circuits identified were 10, 13, and 15.

Event description:
It was reported that the patient lost adequate paresthesia coverage in may. An impedance check found contacts 9, 10, 13, and 15 had impedances above 10,000 ohms. On (B)(6) 2012, the connection between the lead and extensions was opened and impedances were measured directly on the lead. Again there were high impedances on the same contacts. The lead was explanted and replaced. It was reported that the patient was doing fine and had adequate paresthesia coverage.